Event description:
It has been reported to us that a dissection was noticed in the right iliac artery during the procedure. The physician inserted an introducer sheath into the pt for a diagnostic procedure. The physician inserted the diagnostic catheter into the pt and advanced through the iliac into the aorta. The physician noticed under fluoroscope, that the catheter shape was different than usual. The physician removed the diagnostic catheter and noticed that the tip of the diagnostic catheter was missing. The physician performed an angiogram of the introducer sheath insertion site and a spiral dissection of the right iliac artery was noticed. The physician successfully treated the dissection. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.